Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported the patient was transferred to the hospital from a sister facility with a fecal management system (fms) in place. The nurse stated the patient had a full thickness pressure injury to the perirectal skin upon admittance. The tissue damage was reported as ¿erosion located at the inferior peri-anal mucosa.¿ the device was discontinued. Unspecified treatment was provided. The patient outcome was reported as ¿the patient is still being treated and having good progress.¿